Event description:
It was reported that an angio-seal was deployed in the right femoral artery following stent placement to the left anterior descending artery. The prothrombin level (pt) was not checked prior to the procedure. An angiogram was obtained at the beginning instead of the end of the procedure. The sheath entry was in the common femoral artery, no peripheral vascular deisease was seen and a small branch vessel was present near the sheath entry point. Following the procedure, the pt level was 4. The 6f angio-seal sts plus was deployed with no bleeding or complications. The physician requested a d-stat be placed at the puncture site; however, there was not enough blood to activate the d-stat. The patient received 4,000 units of heparin and 300 m of plavix during the procedure. The patient was transferred to intensive care. Late (time unknown) the physician was alerted to a problem with the patient, assumed to be a drop in blood pressure. The patient received medical care, but expired the next day. It is uncertain what type of medical care the patient received. However, a thoracic surgeon stated at a medical conference that upon examining the patient, there was a large amount of blood loss. Attempts to obtain additional information have been unsuccessful. The physician is not certified on this iteration of the device.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history recored confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the blood loss and subsequent death could not be conclusively determined. A paper print radiographic image was sent in with the incident report. The right femoral artery sheath shot revealed the sheath to be in the common femoral artery. The angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. A search of the angio-seal database revealed no certification for this user on this device iteration. The IFU caution that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio -seal physician instruction program or equivalent.